Event description:
Philips received a complaint from customer biomed reporting an ovp circuit failure (error code 1127) on a v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with biomed and reported the unit alarmed with an ovp circuit failure. This issue occurred after the customer replaced the data acquisition (da) pcba which was due to error code 1107. The rse discussed troubleshooting per the service manual and recommended replacement of the motor control (mc) pcba and/or the power management (pm) pcba. Also discussed was a possible connection issue related to the da pcba replacement. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00259. All information from the original report(s) has been transferred to this report.